Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of infection, constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced an infection. On (B)(6) 2012, the patient experienced constipation. On (B)(6) 2012, the patient was hospitalized for the infection and constipation. On unreported dates, the patient experienced peritonitis. During hospitalization, the patient received unspecified treatment for the peritonitis. Treatment rendered for the infection and constipation was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. Per the reported, the events of constipation and peritonitis were not related to dianeal therapy. An opinion of causality for the infection was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j05097 and h11i26045 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.